Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many prineo devices caused for contributed to this reaction? Is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a bilateral total knee arthroplasty surgery on (B)(6) 2025 and a topical skin adhesive was used on the skin/ epidermis. Post-op, the patient developed a rash resembling urticaria over the lower leg area. On (B)(6) 2025, after the product had been used, (after the product had been removed), widespread redness like hives was observed at the application site and around the thigh and abdominal area. As of on (B)(6) 2025, the patient¿s condition was improving, and the steroid treatment was changed from oral to topical. Dermatology was consulted, and the patient received oral steroids and leukostrip application. The doctor sees that the cause is likely an allergic reaction to topical skin adhesive. The patient¿s condition after treatment is currently unknown. No information is available regarding allergies, medical history, current treatments, or other background details. The doctor only reported the situation, and the cause of this issue is unknown. The product was used on the epidermis. No sample will be returned. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "How many prineo devices caused or contributed to this reaction? One prineo device was used for this procedure. Is a photo available of the patient¿s reaction? No, a photo is not available. Please provide a description of the event, symptoms, and manifestation of the reaction. Following a tka procedure on (B)(6), widespread urticaria like erythema appeared around the prineo application site and extended to the thigh and abdominal areas after product removal, first observed on (B)(6) and peaking thereafter. Was any prescription strength medication prescribed? Please specify? Yes. Oral prednisolone (predonin 20 mg) and rupafin were prescribed; topical dermovate was later used. Was any surgical intervention performed? No surgical intervention was required. Were any cultures taken? Results? No cultures were taken. Please describe how the adhesive was applied. Application details were not provided. How was the wound cleaned and dried prior to prineo application? Not specified. What prep was used prior to, during or after adhesive use? Not specified. Was a dressing placed over the incision? If so, what type of cover dressing was used? Yes. Leukostrip was applied. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown; no such history was reported. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior to the procedure, e.g., checking allergies to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not reported. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown; no information was provided. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Lot number of product used? Not available. Current patient status? As of (B)(6), the patient¿s condition was improving, and the steroid treatment was changed from oral to topical. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician believes the cause is likely an allergic reaction to prineo. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the steroids used in this case were oral predonine 20mg and rupafin, and topical dermovate.